Event description:
Manufacturer received a report of a user of a power wheelchair sustaining a laceration on her leg which required sutures. The reporter stated that the incident was related to the user bumping the speed control knob.